Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was over 500 mg/dl, 550 mg/dl and 560 mg/dl. The customer was given manual bolus. The customer declined troubleshooting. The insulin pump will not be returned for analysis.